Manufacturer narrative:
(B)(4). The device has been returned, and analysis is pending. Once the analysis is completed, this report will be updated.

Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) device reported the device beeping. Upon interrogation it was noted that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. Premature battery depletion was confirmed. The device case was opened and visual inspection revealed no irregularities. Testing of the battery was undertaken. Low voltage power supplies were measured, and all found to be within normal range. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Although the code 1003 was confirmed by laboratory analysis, we were unable to reproduce the condition that caused the code 1003. The investigation could not lead to a clear conclusion about the cause of the clinical observations.

Event description:
It was reported that this patient with a implantable cardioverter defibrillator (ICD) device reported the device beeping. Upon interrogation it was noted that this implantable device recorded a code 1003, indicative of battery voltage too low for the projected remaining capacity. The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. No adverse patient effects were reported.